Manufacturer narrative:
Further investigations are not possible as the defective device was not available for investigation and s/n of defective device was not transmitted. From the event description the device reacted with an alarm and heater cut off as intended. Should additional relevant information become available a supplement report will be submitted. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported when the prismaflo ii was turned on, it was continuously beeping. After pressing the start button it started flashing e26. No additional information is available.